Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Rv impedance increased from a baseline of around 430 ohms to greater than 16000 ohms the week of (B)(6) 2015. (B)(4).

Event description:
It was reported that there was high impedance and possible fracture on the pace/sense portion of the right ventricular (rv) lead. The p/s coil was capped and replaced. The high voltage "b" portion remains in use. No patient complications have been reported as a result of this event.